Event description:
A report was received that the patient was unable to charge the ipg as it had flipped. It was noted that the patient had lost a lot of weight and needed the ipg to be placed a little deeper. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.